Event description:
It was reported that a clinical study control patient underwent an acdf procedure at levels c5-c6 and c6-c7. The following post-operative event was reported: postop visit date: (B)(6) 2007, ae onset date: (B)(6) 2007; ae description: neck <(>&<)> thoracic pain dr. Reviewed x-rays "structural grafts appear to be incorporating well at 5-6 which appears to be the case at 6-7, though there is some lucency which is believed to be related to overlapping soft tissue, but not so clearly, so that we can rule out the prospect of a pseudoarthrosis at that level medication: yes; other treatment: c-spine CT scan additional treatment: CT scan ordered; robaxin postop visit date: (B)(6) 2007 other treatment: CT scan (B)(6) 2007 cervical spine; additional treatment: CT findings:hardware well-seated. Graft @ c5-c6 well incorporated; graft at c6-7 mild amt of surrounding lucency incomplete incorporation. No definite evidence of pseudoarthrosis c3-c4 mild foraminal narrowing secondary to uncovertebral and facet arthropathy postop visit date: (B)(6) 2008 ae outcome: resolved; description: resolution of arm symptoms and axial neck pain. Structural grafts well incorporated.

Manufacturer narrative:
(B)(4). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.